Event description:
This pt with a history of malnutrition had a port placed in 2001. Recently, the office nurses had trouble flushing the port. An angiogram in 2002 showed that both lumens of the port were occluded. Five days later, pt was taken to surgery for removal and replacement of the port. The pt tolerated the procedure well and was discharged the same day.